Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc device kept repeating the warm up period, for more than 2 hours, on the same day the sensor was applied. The caregiver further reported that due to the inability to check glucose levels, the customer became hypoglycemic and experienced loss of consciousness. The customer was unable to self-treat and required treatment of honey by the caregiver. No further treatment was reported. There was no report of death or permanent impairment associated with this event.